Event description:
It was reported that a 3.5mm locking screw broke inside of a multi-locking screw during final tightening of a mutli-lock humeral nail procedure (humeral fixation) on (B)(6) 2015. The broken screw, fully encapsulated in the bone, was left inside of the multi-locking screw construct as it is designed to stay/lock together. It is unknown if the broken screw head was removed. Although there was a loss of fixation, the surgery was successfully completed with no reported surgical delay or patient harm. (B)(4).

Manufacturer narrative:
Device broke intraoperative and was not fully implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.